Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) "202", the nurse reported the patient had blood and pus at the stoma site and was treated with a 7-day course of an unknown antibiotic. After the antibiotics were complete, the infection did not resolve and the physician was notified. The physician advised the patient to expect some drainage. The patient stated the stoma site was cleaned twice a day.